Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.50mm x 28mm veriflex bare metal stent was selected to treat the lesion after an unspecified guiding catheter and guide wire were placed in the rca. As they got the device into position, fluoroscopy images revealed that the stent was had come off the balloon but remained on the proximal portion of the stent delivery system. The catheter, guide wire and sds were removed from the patient's body and the physician pulled the stent off of the catheter. The physician completed the procedure with an unspecified guide wire, catheter and sds. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis and consisted of a liberte/veriflex stent delivery system (sds) with an unidentified guidewire inside the wire lumen. The stent was not received for product analysis. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.50mm x 28mm veriflex bare metal stent was selected to treat the lesion after an unspecified guiding catheter and guide wire were placed in the rca. As they got the device into position, fluoroscopy images revealed that the stent was had come off the balloon but remained on the proximal portion of the stent delivery system. The catheter, guide wire and sds were removed from the patient's body and the physician pulled the stent off of the catheter. The physician completed the procedure with an unspecified guide wire, catheter and sds. No patient complications were reported and the patient is stable.

Manufacturer narrative:
(B)(4).